Event description:
The field service engineer (fse) reported to olympus on behalf of the customer, the evis exera iii gastrointestinal videoscope had a brown residue coming out of the scope. The reported issue was observed at reprocessing, during the drying process in the storage cabinet. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus. Prior to the device being evaluated, it was sent to an independent laboratory for culture testing due to the nature of the event. No detection of microbial contamination was found. The customer has not provided the cleaning sterilization and disinfection (cds) processes performed at the user facility however, this information has been requested. Upon device return and evaluation, the customers allegation was unable to be confirmed. The occurrence of this event was likely due to incorrect or insufficient reprocessing of the scope. It was further observed that the scope connector cover was deformed causing a loss in water tightness. It was also observed that the suction cylinder had discoloration. It was observed that the control unit had a crack. It was also observed that the image had white dots due to damage on the charge-coupled device unit. It was observed that the plastic distal end cover was shaved. Additionally, it was observed that the adhesive on the bending section cover had visible thread. Lastly, it was observed that the universal cord had buckling.

Event description:
The user provided their cleaning disinfection and sterilization (cds) practices of the subject device where the pre-procedure check was not performed. Precleaning: - performed immediately after the procedure - water is as pirated through the instrument / suction channel with a suction pump until the aspirated liquid becomes clear - the air/water channel was flushed with water and air using mh-948 - the auxiliary water channel was flushed with water manual cleaning: - all accessories were reprocessed without any defect - the time from pre-cleaning to manual cleaning was less than 60 minutes - leak testing was performed in accordance with the device instructions for use (IFU) - the detergent used for manual cleaning is mediclean forte manufactured by dr weigert - the brushed points were the instrument/ suction channel - detergent was aspirated through the instrument/ suction channel - the brush was inserted into the instrument channel from the suction cylinder - the distal end is brushed with a channel-opening brush and maj-1888 (or corresponding disinfection: a etd double manufactured by olympus is used with endodent detergent and endodis and endoact disinfectant. Storage: a clear system is established to avoid any mix-up/cross-contamination of contaminated and reprocessed endoscopes/accessories. A drying cabinet is used to store the endoscope for a maximum of 30 days stored wet: 4 hours max otherwise cds again. The scope was not sterilized.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the customer provided cds practices (please see b5) and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. From the following investigation results, foreign material may have remained since reprocessing deviated from instruction manual. - it was not reported that nozzle and channel were deformed and damaged. - the user did not flush each channel in manual cleaning. - instructions for use (IFU) states that the user should flush detergent into air/water channel and auxiliary water channel. The user can decrease and prevent occurrence of the suggested event by handling the device in accordance with the following IFU: - reprocessing manual -"manually cleaning the endoscope and accessories" - "flush the air/water channel with detergent solution" - "flush the auxiliary water channel with detergent solution" olympus will continue to monitor field performance for this device.